Event description:
It was reported that the customer received a motor error alarm on the insulin pump. Customer stated that they feel the insulin pump is not delivering insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.